Manufacturer narrative:
Date rec¿d by MFR : 04mar2019. The power supply was returned to philips for failure analysis. Testing was performed and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. The philips field service engineer (fse) confirmed the reported issues. The fse replaced the power supply and oxygen cell to resolve the issue. The unit passed all performance tests and was ready to be returned to service.

Event description:
Philips field service engineer (fse) reported a power supply issue and a bad external oxygen cell. There was no patient or user harm reported. The event date was not specified; estimate used.